Event description:
In 2005, the co was notified that the pt's device was explanted. The pt reportedly had an electrode array that appeared to have migrated into her ear canal. The cause of this event is unk. The pt's ci device was explanted. The pt was implanted on the contralateral side with another advance bionics cochlear implant.